Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
2025-may-15: it was reported that there was an overdischarge of the implantable neurostimulator, a pain stimulation implantable pulse generator (ipg), for three years. Additionally, there was an inability to communicate with the device. Troubleshooting was not required, and the issue was not resolved through troubleshooting. No patient complications have been reported as a result of this event. 2025-may-16: additional information was received from manufacturer representative (rep) who reported no troubleshooting was done in order to resolve the overdischarged device. Rep stated patient spoke with their healthcare provider (hcp) who will schedule a device replacement with patient.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the rep. Rep reviewed screens visible on implantable neurostimulator (ins) recharger and patient programmer when ins battery is in an overdischarged state which is known by caller as the patient (pt) hasn't been able to use therapy for 3 years. They plan to change out system for a system that allows for full body MRI capability. Additional information was received from the manufacturer representative (rep). Rep reports physician recharge mode was attempted, could not connect with tablet also could not connect with patient controller, physician recharge mode was unsuccessful. Rep reports this issue was resolved by device replacement. This information was confirmed with the physician.